Event description:
The patient's doctor (B)(6) reported the patient was attempting to activate a new pod but the personal diabetes manager (pdm) turned itself off and would not turn back on. Patient attempted to correct the blood glucose levels utilizing an insulin pen with no effect. Patient's blood glucose levels rose above 1,000 mg/dl. The patient was hospitalized at herz- und diabeteszentrum nrw, bad oeynhausen. Symptoms reported include feeling sick, tired and vomiting. The patient was diagnosed with diabetic ketoacidosis. Patient was given an insulin perfusor which the patient was still on while the doctor was reporting the event. Patient was sent a replacement pdm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.